Event description:
Patient had right carotid endarterectomy with insertion of patch. Developed hematoma on post-op day 1 leading to cardiopulmonary arrest with anoxic encephalopathy and passed away (B)(6) 2016. Received safety alert from baxter.